Manufacturer narrative:
Report will be updated when investigation is complete. This is the same event as 3010536692-2015-01480, -01481.

Event description:
Allegedly, patient revised due to hip pain and metallosis. (Right)